Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# j0519479v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The consumer reported that she had a loss of therapy. She stopped feeling stimulation on (B)(6) 2015. Therapy was confirmed to be on. The patient noticed that the programmer light on the back for the implantable neurostimulator (ins) was blinking. The patient did not know when it started blinking. The battery was changed and this resolved the issue. The patient had the device reprogrammed.